Event description:
It was reported that a pt underwent a hernia repair procedure in (B)(6) 2010 and mesh was placed. The mesh "failed" and was removed one month later in (B)(6) 2010. Additional information has been requested.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.